Event description:
Bard indwelling foley catheter was to be placed post epidural for patient. Primary rn to place foley, second rn at bedside for 4 eyes safety monitoring. Foley was inserted correctly with sterile technique and balloon was inflated. As the primary rn went to attach the foley to the patient's leg with the attachment sticker the foley catheter slid out of the patient. A new foley catheter was inserted. The first catheter that failed was assessed. Upon flushing the balloon insertion port it was clear that there was a hole in the internal balloon because it sprayed into the sink.